Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty bariatric procedure. The stapler was being used to make the pouch. For the second firing, the reload as loaded normally but did not fire. The surgeon was able to press the green button and was able to squeeze the handle. If the surgeon forces it, would break the stapler. In order to resolve the issue and complete the case,a new reload was opened. There was no patient harm. The patient status is alive, no injury.